Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Motor cable (loose contact) due to the old version of the motor cable, the micro motor g4499 must also be replaced. Micro motor replaced with smr2081313. Foot control 45949 preventive on goodwill replaced with 175209.

Event description:
In this event it was reported that a silver reciproc motor stops during use; no injury resulted.